Manufacturer narrative:
Review the production process inspection data and shipping inspection data of the sold products, and the inspection results are in line with the shipping guidelines; ihealth covid-19 antigen rapid test intended use: it is suitable for a single measurement within the first 7 days of the onset of symptoms for people suspected of novel coronavirus. It is also suitable for screening of people without suspected symptoms but suspected of new coronavirus infection or suspected of new coronavirus infection for other epidemiological reasons. Screening can be performed twice within three days, with an interval of 24 to 48 hours. This product cannot be used alone for the diagnosis of new coronavirus infection, and the infection status should be judged in combination with other diagnostic information such as nucleic acid detection and imaging, as well as medical history and contact history. A positive result only indicates the presence of the novel coronavirus n antigen in the sample, and clinical correlation with past medical history and other diagnostic information is required to determine the infection status. A positive result does not rule out bacterial infection or co-infection with other viruses. A negative result does not rule out novel coronavirus infection and should not be used as the basis for individual treatment or management decisions (including infection control decisions). Based on the detection principle and relevant clinical data, the test results of the ihealth covid-19 antigen rapid test are directly related to the viral load in the sample. When the viral load in the sample is lower than the product's lowest limit of detection (lod), negative results may occur. The samples with lower viral load may be due to the low viral load at the sampling site of the user (the user is asymptomatic or mildly symptomatic), or it may be caused by improper sample collection due to improper operation. It is recommended to judge by continuous detection. Considering that the viral load of users may be different under different disease courses, the results measured by our test kit should be compared with the results of pcr at the same time. For example, some users responded that the results measured by our company's test kit were inconsistent with the pcr results that differed by more than one day. In this case, it may be that the user's own virus infection and virus volume have changed, which cannot be fully proved. The kit results are inaccurate.

Event description:
Customer feedback : out of 3 brands I've used this was least accurate for us. I was sick, tested negative with this one and pcr positive the next day.